Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving baclofen (unknown concentration and dose) via an implantable pump. The pump's indications for use (ifus) were noted as intractable spasticity and spinal cord injury/spinal cord disease. The rep stated that at the last pump refill appointment, there was a reservoir volume discrepancy; the actual residual volume (arv) was 0 cc, but the expected residual volume (erv) was 5 cc. The hcp accessed the reservoir 3 times, first pushed saline through and back out again, and then pushed the intrathecal baclofen (itb) in and back out again to be certain they were in the reservoir refill port. The patient was very tight prior to the refill and after the refill the patient was very loose. They confirmed that the catheter was patent and the hcp was going to decrease the itb dose on (B)(6) 2016. The rep was not aware of any other reservoir volume discrepancies for this pump, but stated that this was a new clinic for the patient and they had only had maybe 2 refills at this new clinic. The event date was (B)(6) 2016. A supplemental report will be provided as additional information becomes available.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.